Event description:
It was reported that guidewire and sheath were inserted. Iab was passed over guidewire. However, guidewire would not pass through hub of iab. Iab was exchanged. There were no reported pt complications.